Event description:
It was reported that the subject device had water invasion. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional the device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had water invasion. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide a correction and the results of the legal manufacturer's final investigation and due to additional information received. Updated fields: d8; g2; h3; h4, h6; h11. Corrections: e1. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: image defects and charged coupled device flooding. Based on the results of the investigation, it is likely the customer's report of water invasion was due to damage to the cable stress boot. However, a definitive root cause could not be established. Based on the results of the investigation, it is likely that water flooded from the damaged part of the cable stress boot and caused communication failure due to cable failure and caused an image defect. However, a definitive root cause could not be established. Based on the results of the investigation, it is likely that flooding of the charged coupled device was caused by damage to the cable stress boot. However, a definitive root cause could not be established. Olympus will continue to monitor field performance for this device.